Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. (B)(6) the patient stated that the alleged product issue occurred on an unspecified date 2 months prior to the alert date of 08/16/2016. At this time the patient obtained a blood glucose result of ¿188mg/dl¿ with the subject meter and a result of ¿135mg/dl¿ on another device within 30 minutes of one another. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and did not state whether or not they had made any changes to their diabetes management regimen as a result of the alleged product issue. An unknown period of time before the issue occurred, the patient experienced the symptom of ¿sweating¿. As a result of this symptom the patient self-treated by consuming food and/or drink on an unspecified date ¿2 months¿ prior to the alert date. The patient also informed the cca that on 08/16/2016 they had their blood glucose measured on a hospital meter and a result of ¿135mg/dl¿ was obtained; no further details regarding any further treatment were noted at the time of the initial call. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient used an approved sample site to obtain the alleged blood glucose results. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which may have caused/contributed to the fact that the patient developed a symptom indicative of serious hypoglycemia. It cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter result did not affect treatment options prior to or after the onset of this symptom.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.